Event description:
It was reported that high impedances of greater than 40,000 ohms were measured on contact three of the extension. During intraoperative impedance checks, impedance of contact three was measure to be high. The implantable neurostimulator (ins) was disconnected and reconnected to the extension, but the results were the same. The extension was then disconnected from the lead and the impedance of the lead was tested using an external neurostimulator (ens) and all electrodes were within range. The system was reconnected, but the impedance was still over 40 ,000 ohms. The healthcare professional (hcp) replaced the extension. After replacing the extension, all impedances were measured to be within normal range. The issue was resolved. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the extension had a contact issue. It had been implanted, impedance testing was performed, and then it was realized that the contact was broken, so the extension was replaced.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4). Analysis of the extension found the conductor on the extension body was broken less than 5 cm from the proximal end. The #3 conductor was broken 2.8 cm from the proximal end.